Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: sig c/r porocoat fem lt sz 2.5 femur; mbt por keel tib tray sz3 tibia; pfc sigmarp cvtbin s2.5 10.0 insert; unknown knee patella.

Event description:
The patient was revised to address loosening of the femoral and tibial component at the bone to implant interface. Revised to tc3 and patella was well fixed and remained implanted. Doi: (B)(6) 2010; dor: (B)(6) 2018; left knee.